Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/ chronic pain"), abdominal pain ("abdominal pain") and fatigue ("fatigue") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, fatigue, neoplasm and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, neoplasm, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff claiming bladder/urinary problems : other but not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain: chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal,perforation: fallopian tubes,other injuries/symptoms: fatigue, tumors, weight gain, plaintiff did not under went an essure conformation test. Product indication was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and endometritis ('endometritis') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test". The patient's medical history included uti in (B)(6) 2010, pneumonia in 2008, bipolar disorder in 2004 and body mass index normal. Current weight 158 lbs. Concurrent conditions included dysuria, flank pain, bladder infection, uterine leiomyoma, acid reflux (oesophageal) and anemia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ chronic pain/ pelvic region pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), heavy menstrual bleeding ("menorrhagia"), cyst ("other injury(ies) or complication (s) please describe: cysts") and uterine cervical pain ("cervix pain") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, endometritis, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, fatigue, neoplasm, weight increased, vaginal haemorrhage, heavy menstrual bleeding, cyst and uterine cervical pain outcome was unknown. The reporter considered abdominal pain, cyst, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, fatigue, heavy menstrual bleeding, neoplasm, pelvic pain, uterine cervical pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff claiming bladder/urinary problems : other but not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: 1. Endometrial enlargement with intrauterine fluid as described. 2. Bilateral essure implants. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporters and medical history were added. Event endometritis added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and endometritis ('endometritis') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test". The patient's medical history included uti in (B)(6) 2010, pneumonia in 2008, bipolar disorder in 2004 and body mass index normal. Current weight 158 lbs. Concurrent conditions included dysuria, flank pain, bladder infection, uterine leiomyoma, acid reflux (oesophageal) and anemia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ chronic pain/ pelvic region pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), heavy menstrual bleeding ("menorrhagia"), cyst ("other injury(ies) or complication (s) please describe: cysts") and uterine cervical pain ("cervix pain") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, endometritis, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, fatigue, neoplasm, weight increased, vaginal haemorrhage, heavy menstrual bleeding, cyst and uterine cervical pain outcome was unknown. The reporter considered abdominal pain, cyst, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, fatigue, heavy menstrual bleeding, neoplasm, pelvic pain, uterine cervical pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff claiming bladder/urinary problems : other but not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: 1. Endometrial enlargement with intrauterine fluid as described. 2. Bilateral essure implants.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), endometritis ('endometritis') and pelvic pain ('pelvic pain/ chronic pain/ pelvic region pain') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test". The patient's medical history included uti on (B)(6) 2010, pneumonia in 2008, bipolar disorder in 2004, body mass index normal, adhesion and ovarian cystectomy. Current weight 158 lbs. Concurrent conditions included dysuria, flank pain, bladder infection, uterine leiomyoma, acid reflux (oesophageal) and anemia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), heavy menstrual bleeding ("menorrhagia"), cyst ("other injury(ies) or complication (s) please describe: cysts") and uterine cervical pain ("cervix pain") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, endometritis, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, neoplasm, weight increased, vaginal haemorrhage, heavy menstrual bleeding, cyst and uterine cervical pain outcome was unknown. The reporter considered abdominal pain, cyst, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, fatigue, heavy menstrual bleeding, neoplasm, pelvic pain, uterine cervical pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff claiming bladder/urinary problems: other but not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Pathology test: on an unknown date: final diagnoses: uterus and fallopian tubes (hysterectomy and bilateral salpingectomy): cervix:- no significant histologic changes. Endometrium: secretory phase. Myometrium: no significant histologic changes. Uterine serosa: adhesions. Fallopian tubes: no significant histologic changes. Ultrasound pelvis: on (B)(6) 2016: 1. Endometrial enlargement with intrauterine fluid as described. 2. Bilateral essure implants. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Case becomes an incident. Removal was added. Reporters and surgery names were added. Lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/ chronic pain/ pelvic region pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), cyst ("other injury(ies) or complication (s) please describe: cysts") and uterine cervical pain ("cervix pain") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, fatigue, neoplasm, weight increased, vaginal haemorrhage, menorrhagia, cyst and uterine cervical pain outcome was unknown. The reporter considered abdominal pain, cyst, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, neoplasm, pelvic pain, uterine cervical pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff claiming bladder/urinary problems : other but not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: newly added events- vaginal bleeding, menorrhagia, pelvic pain female, uterine cervical pain, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.